Manufacturer narrative:
Trackwise ID#: (B)(4).

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Complaint created due to FDA medwatch received on may 9, 2024: medwatch report: (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 doesn't work properly. C-ring doesn't retract, and handpiece sticks when inserting. New device used to complete the case. Only delayed by opening new device. No patient injury.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--health effect ¿ clinical code corrected from "4580" to "4582". The device was returned to the factory for evaluation on 05/20/2024. An investigation was conducted on 05/28/2024. A visual inspection was conducted. The harvesting device was returned inside the cannula. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact harvesting device. The cannula was observed to be intact. The c-ring was observed to be intact, with no visual defects observed. The toggle was manipulated to retract and extend the intact c-ring. The c-ring was able to be retracted and extended with no physical or visual difficulties observed. The harvesting device was removed from the cannula with no physical or visual difficulties observed. A reference endoscope was inserted into the cannula until it snapped into place with no visual or physical difficulties observed. The harvesting device was then inserted into the cannula with the endoscope inserted with no visual or physical difficulties observed. The toggle of the cannula was manipulated to retract and extend the c-ring with no physical or visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failures "mechanical problem" and "fitting problem-tool" were not confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000364082 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.